Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the device was received in its original box and jar, fully submerged in a clear, unknown solution. The box seal was broken. The tear-away seal on the outer packaging was broken. On the rim of the lid and rim of the jar, there was a small amount of dried glutaraldehyde solution. D9: updated. H3: device evaluated - updated. H6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the 21mm aortic bioprosthetic valve was opened in the operating room, crystals were observed in the valve jar, suggesting possible glutaraldehyde crystallization. It was reported that the valve was stored in a robotized valve cabinet not near heat or cold source and the valve packaging was intact prior to opening. The valve was never implanted and remained in hospital possession. The product was replaced and there was no patient involvement reported.